Event description:
It was reported that approx. 85 months after the implantation oversensing episodes were noted on this lead. The device was reprogrammed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, recorded between (B)(6) 2019 and end of (B)(6) 2020, gained no information regarding the root cause of the reported atrial and ventricular oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads them self would be necessary to determine the root cause. Should additional information or the devices them self become available for analysis, the investigation will be updated.